Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 350 mg/dl. Reportedly, the infusion set had been used for eight hours and this issue occurred with ten infusion sets. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.